Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned due to muscle stimulation. It was replaced with a non-boston scientific lead. No additional adverse patient effects outside of the revision procedure were reported.